Manufacturer narrative:
The reported events were lead dislodgement, noise, drop in r-wave sensing, low pacing lead impedance and no capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The helix extension length met specification. The reported events of noise, drop in r-wave sensing, low pacing lead impedance and no capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedure damage.

Manufacturer narrative:
Correction: d6b additional information: d9, h3.

Manufacturer narrative:
Additional information : b5, d9, h3, h6

Event description:
New information received notes a loss of capture was noted when the lead was plugged into analyzer. The lead was also noted to be dislodged.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was sensing noise, had r-wave amplitude variation, and had a low pacing impedance. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.